Event description:
On (B)(6) 2012, the physician performed a stroke procedure on a patient with cerebral infarction. The patient was administered tpa. A clot was discovered in the left a2 segment. The physician aspirated the clot with a reperfusion catheter 032. The separator 032 would not be introduced into the directon of the a2 segment but when in the direction of the a-com vessel. The separator 032 caused extravasation when the physician tried to correct the direction of the seprator into the a2. No hemorrhage was confirmed with angiography which was performed a few minutes after withdrawing the reperfusion catheter 032 and heparin was reversed. The patient's blood pressure was stable.

Manufacturer narrative:
Conclusion code: vessel perforation and dissection are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Other text : device not returned.